Event description:
During a total shoulder arthroplasty, the threads on a glenoid reamer broke off while assembling the reamer on the back table. The surgeon switched to a larger reamer, the procedure was then completed without further issue.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.